Manufacturer narrative:
The end-user described the situation as while exiting their motor vehicle via the incorporated ramp, when they let go of the jsm to stop, claims the chair continued to roll and the device went off the side of the ramp which allowed the device to lose upright stability and fall over on to its side. The end-user reported having sustained an undisclosed injury to the foot which required medical intervention, and the need for an air cast to immobilize. Permobil representative and provider evaluated the device and did not find any irregularities with the wheelchairs performance or how it stops. It was observed that when the end-user exits their vehicle, they "back-down" the ramp as opposed to facing forward, and the end-user voiced concerns with how sensitive the controls were. Some adjustments were made to the electronics to better meet the end-users needs and capabilities. It was recommended to the end-user that best practice is to always face forward when operating a wheelchair while on a ramp to have better visibility where the device is positioned. Permobil is unable to confirm a product malfunction having occurred, therefore is unable to determine a root cause for this event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming as end-user was exiting a motor vehicle via a ramp, when releasing the jsm to stop, alleges the device continued to roll which allowed a wheel to fall off the ramps edge causing it to lose stability where it fell over on to its side resulting in an injury to the end-user that required medical intervention.